Event description:
A 4.5mm lcp curved condylar plate broke approximately 4 months post operative. Plate was implanted on left femur, broke at hole above the fracture site. Implant was removed and replaced with another identical plate. Patient was in nursing home.

Manufacturer narrative:
H10 additional narrative: h3, h6: no conclusion can be drawn as the product was not returned for investigation.